Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was upgraded. The system was then found to be operating as intended.

Event description:
The customer reported that the system had corrupted files and cine run data was lost. There is no report of pt injury associated with this event.